Manufacturer narrative:
The device had a power-on reset on the day of attempted implant. Its functions were tested using automated test equipment, and no anomaly was found. The cause of backup mode could not be determined.

Event description:
Immediately after implant, the device went into backup vvi. Several attempts to reprogram the device were attempted without success resulting in prolonged surgery. The device was explanted and successfully replaced. The patient was in stable condition.